Event description:
The lay user/pt's daughter contacted lifescan on october 23, 2006 and alleged that the one touch ultra meter (serial number was not legible) was reading inaccurately erratic. The medical affairs specialist (mas) called and spoke with the pt on october 24, 2006 and obtained further info. The pt informed the mas that he was "not getting proper readings" on the subject meter for about 2-3 days prior to him passing out. On october 22, 2006, the pt had tested in the morning and rec'd a result of 160 mg/dl. He was not experiencing any symptoms at that time. He remembers going outside to get the "penny saver magazine" in the morning and taking his normal amount of 30 units of insulin (he could not remember the type of insulin). He then had breakfast and "went about the regular day". Sometime in the afternoon, the pt stated that he went out to get something, but he did not remember why and what he was getting. He mentioned that "someone" saw him in a ditch across the road from his house and called the ambulance. The ambulance arrived around 3:30pm. He did not know the ambulance meter result, but was told that he was given " a lot of glucose". Post glucose admin, the ambulance meter result was "50 something". The pt refused to go to the hosp. After the paramedics left, his daughter went to wal-mart and purchased a new meter (brand name not known) and the pt was tested in the evening (specific time not provided) with a result of 130 mg/dl. The pt's regimen includes 25 units of insulin in the evening and is also on sliding scale. During the 2-3 days where he alleged the erratic results, the pt stated that he did not know if the results "could be trusted" and therefore, he only took his set amount of insulin in the morning (30 units) and in the evening (25 units). However, he also mentioned that if his blood glucose readings are low, he is to contact his dr and get advice from him. At the time of troubleshooting, the daughter went into the meter's memory and verified the result of 160 mg/dl in the morning of 10/22/2006. She also provided results of 90, 73, and 76 mg/dl performed on different days prior to 10//22/06. The daughter only had the meter with her at the time of the call and therefore; there was no info available regarding the test strips and control solution. The mas attempted to obtain the test strip info from the pt, but he was unable to read and provide the lot # info.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval; but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.